Manufacturer narrative:
Section a4, patient weight: unknown/no information. Section a5, ethnicity: unknown/no information. Section b3: date of event: (B)(6) 2022 (date the article was accepted). Section d4 model and catalog number: unknown, as the serial number was not provided. The article indicated "baerveldt glaucoma"; however, it is unknown if which specific baerveldt glaucoma model was used in this case. Section d4: catalog number: unknown, as the serial number was not provided. Section d4 serial number: unknown/not provided. Section d4 expiration date: unknown as the serial number was not provided. Section d4 unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: n/a (not applicable) there is no indication the device has been explanted. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h6 health effect-impact code : 4625 used to capture transscleral cyclophotocoagulation. Citation: wilkins cs, chen m, chandra g, muldoon to, sidoti pa, samson cm, rosen rb. "Persistence of memory" - multimodal imaging of delayed sympathetic ophthalmia. Am j ophthalmol case rep. 27 (2022).101572. Pp. 1-4. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: "persistence of memory" - multimodal imaging of delayed sympathetic ophthalmia. A case report was done to describe a case of late post-surgical sympathetic ophthalmia documented with multimodal imaging. A patient presented with blurry vision and discomfort in his left eye (os) for three weeks, which was presumably diagnosed with sympathetic ophthalmia based on his symptoms and diagnostic test results. His ocular history included right eye blunt trauma at age 11 with development of a traumatic macular hole and later rhegmatogenous retinal detachment at age 53, repaired with multiple vitreoretinal procedures. The patient developed secondary open-angle glaucoma in the right eye (od) and was treated with a baerveldt glaucoma drainage implant; seven years later, the patient underwent transscleral cyclophotocoagulation for uncontrolled intraocular pressure.